Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, diabetes mellitus, kidney stones and cholecystectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), allergy to metals ("nickel sensitivity"), rash ("rash") and headache ("headache"). The patient was treated with surgery (full hysterectomy, removal of essure, uterus, ovaries, cervix). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, rash and headache outcome was unknown. The reporter considered allergy to metals, headache, pelvic pain, rash and uterine perforation to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2009 left- 8, right 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. Lot number: 628052 manufacturing date: 2008-08 expiration date:2010-08 . Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation') in an adult female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, diabetes mellitus, kidney stones and cholecystectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), allergy to metals ("nickel sensitivity"), rash ("rash") and headache ("headache"). The patient was treated with surgery (full hysterectomy, removal of essure, uterus, ovaries, cervix). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, rash and headache outcome was unknown. The reporter considered allergy to metals, headache, pelvic pain, rash and uterine perforation to be related to essure. The reporter commented: essure insertion date provided in pfs: (B)(6) 2009, left- 8, right 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.